Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4: batch # 197a74. B3: only event year known: 2023. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage and with the anvil missing. The breakaway washer was not present, the device was fully loaded with staples, indicating that the device had not been fired. However, when the battery was installed the green checkmark illuminated indicating that the device was not reset. No functional test was performed in order to preserve the evidence. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 197a74, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the device would not fire. Associate attempted to troubleshoot situation. A new device was used to complete anastomosis. The device would not fire and green illuminated checkmark stayed lit after inserting battery pack. Staff attempted to open new device and use that battery pack in the old stapler which did not work. Surgeon then proceeded to use new device completely. No patient harm beyond case disruption to remove and re-insert new device. Surgery was delayed by 30 minutes. Procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: the device was not firing. Circular stapler was connected to the anvil, the orange bar was in the green zone and the green check mark was lit up from the beginning. Another rep was sent into the account to aid in the troubleshooting, but the procedure was completed upon their arrival. Staff informed the sales rep that a new device was used to complete the procedure. At first, the new device battery pack was attempted with the original stapler, but it would still not fire. The stapler was then removed while the anvil was kept in place. Stapler replaced and firing was then successful. The surgeon has used the device multiple times since the reported issue occurred.